Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Date sent to the FDA: 9/09/2021 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h3 investigation summary: h3 investigation summary: a failed suture needle, labeled as pc-000926782, was submitted ) for fractographic evaluation. The component was identified as product code vr945. It was requested that hsa assess the fracture mode of the failure. A blunt tip was observed. One side of the needle was received, no mating piece was provided for this evaluation. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needle. The cleaning process was repeated to remove adherent particles from the fracture surface. Some debris remained on the surface; however, additional cleaning was not performed to preserve the fine fractographic features. The specimen was then air-dried and stored until analysis. The tip surface was examined in multiple locations to determine the fracture mode. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The evaluation of pc-000926782 revealed the fracture contained mechanical damage and adherent particles. Upon high magnification examination, it was determined that the needle did not contain a fracture. The blunt tip was likely original to manufacturing.

Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: please provide procedure name an date: no further information is available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, when opening the package, it was found that the needle tip had been broken. No adverse patient consequences were reported. Additional information was requested.